Manufacturer narrative:
H3:product analysis found that fuse was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, there was no stimulation response from patient interface. There was no patient involvement.

Event description:
Additional information received that procedure was completed with another product.

Manufacturer narrative:
E: the hospital name is: (B)(6) hospital. Additional information received that nim mainframe (product ID:8253002, serial no/lot no: (B)(6), unique identifier (UDI) #: (B)(4)). Involved in the same event, already we have submitted the initial report to FDA in regulatory report number:1045254- 2024-00594. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.